Manufacturer narrative:
The mlx 300 xenon lightsource (00mlx) has been returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause : the issue of power failure is being investigated under internal quality plan to address root cause and corrective actions.

Event description:
It was reported that the mlx 300w xenon lightsource was blowing fuses. It is unknown under what circumstance this event occurred; however no patient injury, death or surgical delay was reported.